Event description:
The customer reported to olympus, the gastrointestinal videoscope had noise defect. The device was returned for evaluation. During the device evaluation, foreign object inside the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found noise image occurred due to deformation of suction connector; bending angle in up direction did not meet the standard value due to wear of angle wire; the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire; adhesive on bending section cover had a crack; suction connector, plastic distal end cover, connecting tube, zoom lever, protector of universal cord on suction connector side, scope connector cover unit, forceps elevator lever, control unit, connecting tube, forceps elevator knob, scope cover, switch box, universal cord, grip, upward/downward and right/left angulation control knob have scratched; adhesive around objective lens, adhesive around light guide lens were peeled; connecting tube had a dent and discoloration; forceps channel port and suction cylinder were shaved; control unit and connecting tube had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.